Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an explant procedure, the extraction catheter cut through the left ventricular lead. The left ventricular lead was explanted and replaced. It was also noted that the lead was explanted in two pieces. No patient complications have been reported as a result of this event.